Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 420 mg/dl at the time of incident. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer also declined to check for the presence of air bubbles or leaks during the call. The customer also reported they did not treat for their high blood glucose at the time of the call. Customer also stated they did not have any symptoms of high blood glucose. Customer declined to return the product for analysis.